Event description:
A follow up report returned by a physician states that the pt's symptoms, which had previously required no intervention, were resolved as of 9/2000. Additional treatment was required after symptoms resolved. Per the physician, "area healed with erythema and scar vascular laser (yag) to area in 2000 & 2001". Treatment was effective to correct sequelae.